Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, failed battery test alarm and charge/battery lasts less than expected due to buttons not responding. Motor passed motor test. Pump received with broken battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act buttons were not responding which leading to motor issues of the insulin pump. Customer mentioned several blood glucose as 180 mg/dl, 95 mg/dl. Customer stated that insulin pump was cracked on edges and batteries were not working as design. The customer declined troubleshooting. The insulin pump will not be returned for analysis.